Manufacturer narrative:
(B)(4). The third party service agent has evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was not completing a boot up cycle and was displaying a solid white screen. This observation is indicative of a device lock up and the device would not be functional, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The third party service agent returned the removed user interface (ui) pcb assembly to physio-control for evaluation. Physio-control further examined the removed ui pcb assembly and confirmed that it was the cause of the reported issue; however, further component level cause could not be determined.

Manufacturer narrative:
The third party service agent replaced the user interface pcb assembly to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The device has not been returned to physio-control for evaluation.